Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: there were no anomalies notices during preparation and firing of the device. It was fired on pulmonary artery and vein. The staple line was partially insufficient. There is no information about the staple form available. Slight bleedings out of staple line were observed. Staple line was overstitched by hand and procedure was finished as intended. There were no negative consequences for the patient and no blood transfusion was necessary.

Event description:
It was reported that during a vats procedure, there was bleedings out of the staple line at "pulmonal" artery. It was sutured by hand to complete the procedure. The device was discarded.